Event description:
It was reported that during a lap cholecystectomy procedure, the device locked on the cystic duct. The surgeon was eventually able to get the device open by forcing the firing trigger open. From that point force the device would not form the clips. They got a new device to complete the procedure without any patient consequence.

Manufacturer narrative:
Result: empty. Evaluation summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty and locked out as intended, but the orange indicator advance beyond. One possible cause for this condition might be that the trigger is forced closed once the last clip lockout was engaged which may cause the jaws to remain closed. We have documented the circumstances as they were reported to us. In addition, complaint information is tended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.